Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a syringe module inaccurately infused blood products. The device was programmed to deliver 25ml of packed red blood cells over 2 hours and programing was verified by two clinicians. After two hours, the device indicated the infusion was complete. However, approximately half of the total infusion remained in the bag. The infusion was extended for an additional hour to deliver the remaining intended volume. There was patient involvement, however no patient harm was indicated.

Event description:
It was reported that a syringe module inaccurately infused blood products. The device was programmed to deliver 25ml of packed red blood cells over 2 hours and programing was verified by two clinicians. After two hours, the device indicated the infusion was complete. However, approximately half of the total infusion remained in the bag. The infusion was extended for an additional hour to deliver the remaining intended volume. There was patient involvement, however no patient harm was indicated.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g07002 - appropriate term/code not available.

Event description:
It was reported that a syringe module inaccurately infused blood products. The device was programmed to deliver 25ml of packed red blood cells over 2 hours and programing was verified by two clinicians. After two hours, the device indicated the infusion was complete. However, approximately half of the total infusion remained in the bag. The infusion was extended for an additional hour to deliver the remaining intended volume. There was patient involvement, however no patient harm was indicated.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : not applicable. Device evaluated by bd.